Event description:
Nt821706, external drainage, lumbar catheter - lumbar drain catheter shearing off during placement with an unanticipated surgical procedure to remove the catheter remnants. Patient needed lumbar drain placed for csf leak. Access needle insufficient length for body habitus. Catheter shear during manipulations. Partial catheter piece and wire removed successfully after operative procedure.

Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). Per (B)(4) natus external drainage lumbar catheters - risk analysis spreadsheet (ras) hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention. Residual risk: medium. The hazard identified have been reduced as far as possible, and the residual risk for this hazard is mainly associated with the surgical revision. The device's IFU contains the instructions, warnings, cautions, and precautions in order to use the device. Risk outweighed by benefit of use of device. No associated capas. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). It was confirmed there was no delay in surgery, injury or death, however additional medical intervention was required. The lot number of the affected product was not confirmed. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-broke in use" complaints within the past two years. 2,986 nt821706 units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide additional information. No further action is required, complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821706, external drainage, lumbar catheter - lumbar drain catheter shearing off during placement with an unanticipated surgical procedure to remove the catheter remnants. Patient needed lumbar drain placed for csf leak. Access needle insufficient length for body habitus. Catheter shear during manipulations. Partial catheter piece and wire removed successfully after operative procedure.